Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable resulting in a blood glucose (bg) level of 16 mmol/l. Customer administered a correction injection to successfully resolve the bg. The customer reverted to an alternate method in insulin therapy.